Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection -evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited inside of the light guide lens had discoloration. There was no patient involvement.